Event description:
B5-the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an no allegation. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 04/03/2023 and h11 is updated as: the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an no allegation. The manufacturer was made aware of this complaint through a representative of the customer the device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, found potential dark keratin particles in and on the blower box. The manufacture observed signs of insect infestation on the inside of the blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown in the device and could not confirm the device was noisy. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d, section g and h is updated in this report.